Manufacturer narrative:
In the event the device is returned to the manufacturer, the reported event cannot be analyzed via laboratory testing. The manufacturer has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. The manufacturer defers to the patient's physician regarding medical history.

Event description:
Device 1 of 2. Reference MFR. Report#: 3006705815-2018-01016. It was reported following a successful trial lead removal procedure on (B)(6) 2018, the patient had no signs of infection. However, on (B)(6) 2018, the patient presented to the ER with fever and pain. The patient was then admitted to the hospital where cultures were taken and revealed the patient was positive for infection. The patient was placed on a pic-line for antibiotics. In addition, the patient underwent surgical intervention wherein the infection was removed.

Event description:
Device 1 of 2. Reference MFR. Report#: 3006705815-2018-01016. Additional information revealed the patient infection cleared and no further interventions have been planned.